Event description:
A respiratory therapist from the home healthcare company reported, "vent inop alarm sound depletes quickly and makes a wavering sound (during discharge) after unit being turned off. Unit only running for approximately 2 minutes while on ac power. Unit originally sent to a service center. Technician stated, he was able to replicate; believed that the cap on the power board did not sufficiently charge to power the alarm appropriately. The customer is concerned that the alarm may not work properly in the vent or failure".